Event description:
The surgeon reported via the clinical research associate, that a (B)(6) old female patient (patient ID: (B)(6)) presented with cellulitis of their left knee replacement on (B)(6) 2014. The patient underwent primary a total knee replacement on (B)(6) 2013. The patient is currently a participant in a stryker clinical study (ntx registry (B)(6)) and has been prescribed a course of flucloxacillin antibiotics for 1 week. This sae is being raised as a pi in accordance with EU clinical sop 11. The sae report from the study site has been attached in the communication log. The surgeon indicated on the sae report that this event is not related to the device and that he is uncertain whether this is related to the surgery.

Manufacturer narrative:
An event regarding infection of the incision site involving a triathlon femoral component was reported. The event was confirmed. No medical records, apart from the clinical study feedback form were received. Device history review: there have been no reported discrepancies for the lot referenced. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
The surgeon reported via the clinical research associate, that a (B)(6) female patient ((B)(6)) presented with cellulitis of their left knee replacement on (B)(6) 2014. The patient underwent primary a total knee replacement on (B)(6) 2013. The patient is currently a participant in a stryker clinical study (ntx registry k-s-044) and has been prescribed a course of flucloxacillin antibiotics for 1 week. This sae is being raised as a pi in accordance with EU clinical sop 11. The sae report from the study site has been attached in the communication log. The surgeon indicated on the sae report that this event is not related to the device and that he is uncertain whether this is related to the surgery.

Manufacturer narrative:
Additional devices listed in this report: cat 5520-b-400, lot ebfna, description: tri prim tib baseplate - cemented; cat 5531-g-411, lot lcz501, description: x3 tri cs ins size 4 11mm; cat 5551-g-350, lot x57l, description: tri asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation as the devices remain implanted. Additional information has been requested and if received, will be provided in the supplemental report. Devices implanted.